Event description:
It was reported that during final tightening of the screw, the hex broke in 3 pieces. Two flew across the room. All pieces were accounted for, and a spare driver was used to complete the case.

Manufacturer narrative:
Additional information has been requested, and when received, will be made available in a supplemental.